Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out due to normal eri, externalized conductors near clavicular were observed under fluoroscopy. No electrical anomalies were detected. Lead was explanted and replaced. Patient condition post procedure was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 25.9-26.6cm from the distal tip. The etfe coating was intact at this location.